Manufacturer narrative:
(B)(6) (third party service company) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by (B)(6) (third party service company). The alleged faulty air/o2 blender was received by carefusion on (B)(4) 2011, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted. At present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called to report that this blender (B)(4) doesn't alarm when the o2 is disconnected. It alarms when the air is disconnected. (Blender dial is at 50%). He adds that the blender will be due to for the 18 month pm in a couple of months. I will send him a replacement blender."